Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as an additional information report as well. The initial MDR 30 day report was filed in error as customer's did not complain of a blank screen. The following investigation has been performed to address the customer's original complaint that the meter would not provide a reading after a blood test is performed. The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.